Event description:
It was reported that pump touchscreen became difficult to use and did not respond well, and lock button on top of pump felt sticky. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.